Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was due to the electrode belt ECG "ac&d" cables being severed, damaging all wires in the cable. The ecgs were non-functional. The root cause for the severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.